Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected system after a generator change approximately a month ago. The patient was given antibiotics and the device pocket was revised. The device and leads were subsequently explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.